Manufacturer narrative:
(B)(4). Any additional information received from the customer will be evaluated and included in a follow-up report if required. Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. (B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
A customer reported to carefusion that a vela ventilator generated transducer fault (xdcr fault) alarms and a vte (expired tidal volume) reading of 500 ml with a vti (inspired tidal volume) of 850 ml. The customer originally reported to carefusion that the ventilator was not on a patient but after further investigation, the customer reported that it did originally occur while in use on a patient and that there was no harm to the patient.

Manufacturer narrative:
Results of investigation: the suspect main pcba (printed circuit board assembly) was returned to the carefusion failure analysis lab for investigation. Upon install onto a working vela ventilator, and upon checking the event log, it was found that a transducer fault had occurred while vent was on battery power. Upon restart in respiration mode, the ventilator was operating normally. No further investigation could be performed as the component was found to have been tampered with.